Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report.

Event description:
Customer reported via phone call that they experienced low blood glucose. The customer blood glucose level was 52 mg/dl at the time of incident. Customer reported that their insulin pump had software error detected. Customer was able to successfully clear the alarm. Customer received request to rewind pump. Customer was able to complete pump rewind. Customer report self test passed. Customer did not provide any symptoms regarding to low blood glucose episode. The customer was treated with food. The customer was assisted with troubleshooting and declined for low blood glucose. The insulin pump will not be returned for analysis.